Manufacturer narrative:
No issues were observed with the adhesive pad. The exact cause of the reported adhesive failure could not be determined. The exposed portion of the soft cannula was found to have a kink; however, no issues were found with the fluid path. It could not be determined when or how the kink occurred. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. The download data showed no signs of struggle or pulse width increases that would indicate device struggle to deliver insulin. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. The product was not requested to be returned. In this case there is no possibility to test the worn pod for any issues that may have caused the skin redness. Once the pod is worn, it is exposed to a broad range of contaminants that patients encounter every day such as soap, shampoo, skin cream, and the environment. This makes analysis unreliable as the adhesive pad, being a woven material, can absorb or retain traces these items.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 320 mg/dl while wearing the pod between 24 and 36 hours on the leg. Manual injections were used to lower the bg levels.